Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse reported that the unit had disconnected from power, and the unit had powered off once the batteries ran out of power. The fse stated that no issues could be found with the unit. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a black screen and cannot be activated. The hospital immediately called the engineer to inquire about the on-site situation. It was determined that the frame was disconnected from the host, and the device was not powered by ac power, but by battery power. The battery was exhausted, causing the device to black screen and unable to restart. At present, the hospital staff has repaired the fault.